Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous upper arm shunt. A 5.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During first inflation the balloon ruptured at 12 atmospheres (atm). The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).